Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to obtain a blood glucose value with his onetouch ultramini meter because it was powering off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred on (B)(6) 2012, at approximately 8pm. The patient reported that he manages his diabetes with an unknown type and dose of insulin and is a self-adjuster. The patient claimed at an unknown date/ time after the alleged issue occurred, he developed symptoms of feeling "weak, sweats and was shaking." He reportedly took the action of consuming food/drink in response to his symptoms at 3am. No other form of treatment was received. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information the patient provided, the battery did not need replacing yet and there was no report of trauma/misuse to the device. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012, with the following findings: the meter has passed testing with no faults found; the complaint could not be duplicated.